Event description:
It was reported that during an implantation procedure, while performing measurements, rf communication was lost but could have been restored. At the end of the procedure, the usb cable of the rf programmer head was pulled accidentally. Afterwards, rf telemetry could not be restored and the programmer inductive head was used to finish the procedure. Preliminary analysis did not reveal any anomaly: rf communication was disturbed during measurements because of environmental conditions. In addition, it should be noted that, rf communication will be re-established only if the interrogation session is re-opened after unplugging/ re-plugging.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that during an implantation procedure, while performing measurements, rf communication was lost but could have been restored. At the end of the procedure, the usb cable of the rf programmer head was pulled accidentally. Afterwards, rf telemetry could not be restored and the programmer inductive head was used to finish the procedure. Preliminary analysis did not reveal any anomaly: rf communication was disturbed during measurements because of environmental conditions. In addition, it should be noted that, rf communication will be re-established only if the interrogation session is re-opened after unplugging/ re-plugging.